Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the subclavian (off-label use). The lesion was predilated and the stent was advanced. During the placement attempt, the stent caught on the calcium and dislodged. The omnilink balloon was able to slip back inside the stent and the stent was deployed in the intended lesion. There were no patient effects reported.